Manufacturer narrative:
(B)(4). Batch #811a51. Additional information: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from the top view with a battery pack loaded and the closure trigger can be seen in the open position. Also, a yellow component can be seen loose this condition does not allow fire the device. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the actuator post has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that while performing a lap gastric bypass surgery the echelon plus device did not started. Surgeon pressed the firing button, bet device did not activated. And few plastic parts dropped from inside of device. Plastic parts yellow and black were saved together with the device. They took another kit and prolonged procedure with echelon plus device from other kit. There were no patient consequences reported.